Manufacturer narrative:
(B)(6). D10: insertion jig 125 degree item # 211201200 lot # unknown g2: foreign: south africa the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a surgical procedure that the instrument fractured while being used by the surgeon inside the patient. The piece was retained by the patient. There was no report of a revision surgery having been scheduled to remove the retained piece. Additional attempts have been made to obtain additional information. No response has been received.

Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, the reported event cannot be confirmed; hence, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.